Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h6. The reported cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4) g2: foreign - the event occurred in india. G2: literature - om prakash yadav, pandiyan l., d & thulasi raman (2025). Outcome comparison of trochanteric fractures treated with cephalomedullary nails. International journal of medicine and public health, 15(4), 484-488. Http://dx.doi.org/10.70034/ijmedph.2025.4.87. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A journal article was obtained that reported a retrospective study. The purpose of the study was to assess the outcome of pertrochanteric fractures treated with cephalomedullary nails. The study reviewed 38 patients within a 22-month timeframe. Procedures were performed on a fracture table performing an open reduction internal fixation using the zimmer biomet nail with screw fixation. Quality of reduction and implant positions were confirmed by fluoroscopic images. Follow-up was conducted at an average of 24 months. The literature reported one patient with a nail had screw penetration at the 6 month follow up. A revision to a shorter lag screw was performed and reported that patient is doing well at the 2 years follow up. It was reported that no further information is available.